Event description:
Approximately seven months after receiving two cypher stents in the left main, the pt had in-stent restenosis.

Manufacturer narrative:
This female pt had the following medical history: prior cva, hypertensioin, past smoker, and diabetes. Lesion 1-1 was classified as an irregular, concentric, 4.00 x 7 mm segment of the left main. There was bifurcation requiring a double guidewire. The lesion was moderately tortuous and thrombus was absent. There was heavy calcification. Angulation was noted to be less than 45 degrees. Two 3.5 x 23mm cypher stents (lot number i0903058 & i0903014) were successfully deployed. Timi flow was 3 pre procedure and 3 post procedure. Aspirin and plavix were administered pre procedure. Discharge medications also included aspirin, plavix and ticlopidine. The day of the procedure, the pt had hematoma in the puncture site with severe hypotension that required amine infusion. The event was unrelated to the study device. Approximately two months later, the pt had an allergic reaction to the plavix she was taking. Her plavix was discontinued. Approximately five months later, the pt complained of severe asthenia. A coronay angiography revealed in-stent restenosis in the implanted cypher stents. This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2006-00345.